Event description:
It was reported that the patient developed a driveline and pump pocket infection in (B)(6) 2022. The infection began at the patient's driveline but spread to the pump pocket. Cultures were positive for burkholderia contaminants. The infection was treated with 3 surgical cleanings, but the infection did not resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.